Manufacturer narrative:
Concomitant medical product: 6944-65 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation shows oversensing on the right atrial (ra) lead. A follow up with the patient¿s healthcare provider yielded that no intervention was performed to the ra lead. The lead remains in use. No patient complications have been reported as a result of this event.